Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider states that while the unit was moving the consumer's foot allegedly slipped causing him to allegedly injure his ankle and foot.